Event description:
Philips received a complaint on the efficia dfm100 device indicating that the processor pca was faulty. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse evaluated the device and determined that the processor pca (printed circuit assembly) is defective. As a result, dfm100 assy processor (pn: 453564489071) and dfm100-cbl ui to processor mix (pn: 453564844311) were installed to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time.